Event description:
On (B)(6) 2016 the patient (pt) reported that "over three years ago he/she used a trial pack of optifree solution from the eye care physician (ecp) that caused a reaction and was treated with steroid eye drops for 7-10 days." A call was placed to the pts treating ecp and additional information was obtained as follows: the ecps representative reported that the pt was treated in (B)(6) 2012 for iridocyclitis in the os while wearing the acuvue2 brand contact lens (cl). It was reported that the pt was seen on (B)(6) 2012 and was prescribed prednisone drops q 2 h for first day, then q 4 h on second day, q 6 h on third day, and qid until follow-up. The prednisone was then tapered to bid for two days, then qid for two days, then the drops were discontinued. It was reported that the pt was also prescribed homatropine drops bid for five days. On a follow-up visit on (B)(6) 2012 the pts os was better and the pt was wearing contact lenses. On (B)(6) 2016 a call was placed to the pts treating ecp. The ecp reported the additional medical information as follows: the ecp reported that the pt was diagnosed with iritis, no scaring, and no additional diagnoses. The ecp reported that the pt was released to return to cl wear after five days on (B)(6) 2012. The ecp also reported that the pt was then seen again in (B)(6) 2015 and reported that the pts eyes were fine. The pt reported that since the event occurred in 2012 the lot number and the product were no longer available. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.